Event description:
Pt implanted in nasolabial folds 1999. Onset 1999 of systemic symptoms, lab test abnormality, abdominal pain, edema, numbness, tachycardia, cognitive disturbance, joint aches, paranoia, anxiety reaction, cold extremities, sweating. Pt treated with benadryl 05/06/1999, prednisone 06/01/1999 and cortisone 06/22/1999. The implant was explanted 1999. Softform literature states the body may have a hypersensitivity or allergic reaction to the material which would require its removal.